Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the lead was returned in two pieces. A lead insulation abrasion was noted at 3.0 cm to 4.3 cm from the helix. Abrasions are consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.